Event description:
Dist received a call from health care facility with a referral to reinstate pt for home oxygen usage. He was in the hosp due to facial burns caused by smoking while using his oxygen.